Manufacturer narrative:
(B)(4). The complaint was confirmed. During laboratory analysis, the pst operated the central control monitor (ccm) for five hours with no issues noted. The unit was powered off and cold soaked in a cold chamber overnight. The ccm rebooted when agitation test was repeated on dual in-line memory module (dimm). Dimm was cleaned and reinstalled. Ccm was powered on and allowed to complete boot sequence. Agitation testing was repeat and observed that the ccm operated normally. Cleaning of the dimm contacts restored functionality of the ccm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was rebooting by itself. The biomed disconnected and reconnected the ccm and this resolved the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.